Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter revision kit, verification of all final testing performed by/on the us catheter revision kit, verification of sterilization, and packaging for subject us catheter revision kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter revision kit function. Device was discarded and not returned for additional evaluation and investigation. As additional investigation was not performed on the device, a definitive root cause could not be determined for the alleged issue. Per the instructions for use of the device, seroma and catheter tears/breaks are known possible risks of use of the device. Internal complaint number: (B)(4).

Event description:
Patient tracking received a tracking form through email reporting a catheter revision. The reason for revision was confirmed to be a tear in the catheter. Additional communication with the representative covering the issue confirmed that there was a seroma at the incision site which led the physician to replace the catheter.